Event description:
The customer alleged false positive results generated from a cobas liat system (s/n (B)(4)). A customer from (B)(6) found that they received potential false positive results for a patient¿s sample when testing with the cobas® sars-cov-2/influenza a/b assay generated on the cobas liat system (s/n (B)(4)). During review of customer-provided data it was noticed that a sars-cov-2 negative, influenza a negative and influenza b positive result was generated. No patient details were made available, and no harm or injury was indicated patient sample was collected using 3 ml copan viral transport media.

Manufacturer narrative:
The customer's cobas liat analyzer (s/n (B)(4)) was returned for evaluation and repair. From the inspection, it was identified that the data analysis has shown a big disturbance in the background and baseline levels of the analyzer after run # (B)(6) indicating a potential minor leakage during this run which additionally, run # (B)(6) made a potential false-positive call for the influenza b target. Roche received complaints alleging invalid and/or false positive results with the cobas® sars-cov-2 & influenza a/b test for use on the cobas® liat® system for one or more targets (sars-cov-2, influenza a, influenza b). When reviewing the customer-provided data associated with the reported invalid and false positive results, abnormal pcr curves were observed. Per the on-going investigation, several potential causes for the abnormal pcr growth curves leading to invalids and false positives have been identified. These include tube leaks, abnormal pcr steps, and loose thermal sensor wiring. Overall across the installed base, these issues from product use may occur sporadically. For invalid or false positive influenza results, adverse health consequences are not likely. For invalid sars-cov-2, adverse health consequences are not likely since detectability is high and testing can be performed on alternative platforms. For erroneous positive sars-cov-2 results, there is the possibility of adverse health consequences in high risk individuals. As stated in the instructions for use, clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. A cobas liat software update has been launched to better identify the thermal sensor errors. A new cobas® sars-cov-2 & influenza a/b script to better detect abnormal pcr curves will be made available in due course. Consignees have been notified. The customer issue has been alleged on the cobas liat system, product code: occ, catalog number 07341920190 and UDI (B)(4). The test used on the cobas liat system is the cobas sars-cov-2 & influenza a/b test product code qjr, catalog number 09211101190 and UDI (B)(4).